Event description:
Reportedly, two small plastic pieces of the trocar broke off into the pt cavity. One piece was found and removed from the pt cavity. Meanwhile, a thorough search of the abdomen and pelvis did not reveal any other pieces. Procedure: laparascopic hysterectomy. Pt status: unk.